Event description:
It was reported that there was irritation to the left sacroiliac joint. Interventions included surgical repositioning specifically implantable neurostimulator (ins) moved from left to right buttock on (B)(6) 2015. Diagnostic methods included examination/palpation. The patient stated upon stranded he noted increased pain to the left sacroiliac joint. The doctor believed that the implantable neurostimulator (ins) was causing irritation and subsequent pain to the left sacroiliac joint. The event was possibly related to the device or therapy and not related to the implant procedure. Signs and symptoms included that upon standing the patient noted increased pain to his left sacroiliac joint. The outcome of the event was ongoing.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported they also did a left trochanteric bursa injection and trigger point injection to the surrounding left sacroiliac joint. There was still left sacroiliac joint pain reported in (B)(6) 2015.